Manufacturer narrative:
The clip remains in the patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2021, a triclip procedure was performed to treat functional tricuspid regurgitation (tr) with a grade of 4. Two triclips were implanted, reducing the tr to a grade of 2. On (B)(6) 2024, during a mitraclip procedure, a transesophageal echocardiogram (tee) was performed and revealed that the previously implanted triclip had detached from the posterior leaflet and remained attached to the septal leaflet, increasing the tr to a grade of 4. It was noted that the clip was open with an approximate clip arm angle between 80 to 90 degrees.

Manufacturer narrative:
The device was not returned. A review of the lot history record identified no manufacturing nonconformities that would have contributed to the reported event. Additionally, a review of the complaint history did not indicate a lot-specific product issue. Based on the information reviewed, a cause for the reported clip opened while locked and incomplete coaptation / slda cannot be determined. Tricuspid valve insufficiency/regurgitation appears to be due to the clip opened while locked and slda. Tricuspid regurgitation is a known possible complication associated with triclip procedures. Serious injury/illness/impairment was a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design, or labeling. The imaging provided by the account were further reviewed by an abbott senior staff clinical engineer. The reviewer noted that "one (1) fluoroscopic still image was provided in which two deployed clips can be visualized. The top clip in the image appears to be in a fully closed position (~10° - 20°) while the bottom clip has a clip arm angle of ~80° - 90°. Based on the reported incident details, the bottom clip in the image appears to be the incident device reported for slda and post deployment cowl, identified approximately 3 years post procedure. While the clip arm angles stated in this evaluation are estimations based on visual assessment with the unaided eye, it is apparent that the reported clip is opened beyond the fully closed position per the instructions for use. No pre-deployment cine of the reported clip was provided; as such, no assessment or comment can be made regarding the pre-deployment state of the clip (clip arm angle prior to dc detachment). However, the clip presents with a notably large arm angle (~80° - 90°) which is typically indicative of a cowl event. Anatomical structures and leaflet tissue cannot be visualized on fluoroscopy; leaflet insertion / attachment to the clip arms cannot be assessed. Moreover, still images do not capture movement of the clip during the cardiac cycle which is typically used to determine if an slda has occurred. To this end, the reported slda cannot be confirmed based on the fluoro image provided. There are no other observations based on the image provided."

Event description:
N/a.